Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings: visual inspection of the returned pump showed some cosmetic defects with no observable damage to the keypad. Investigation found that the audible sounds responded properly and pump passed audible sound test.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump does not produce any audible tones. The issue was noticed when the pump vibrated for a low battery alarm, but did not produce any sounds. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that this product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).